Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment and presented with neuropathy symptoms post treatment.

Manufacturer narrative:
The coolsculpting user manual, under warnings, states that the use of the coolsculpting device on areas with superficially located nerve branches has not been demonstrated to be safe and effective. Such use may result in injury to the patient. In addition, coolsculpting system use has not been studied in patients with neuropathic disorders like neuralgia and/or neuropathy. A supplemental report will be submitted if and when additional information is obtained.